Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the staples did not load or form properly and prefired. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.